Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 190 mg/dl. The customer verified that insulin was dripping out of the infusion tubing during the load fill tubing sequence, reconnected the tubing back to the site and resumed insulin deliveries. The following day, an additional occlusion alarm occurred. The customer experienced an elevated bg level in the 300's mg/dl range and diabetic ketoacidosis. A supply change was performed to address the occlusion alarms. While in the hospital, the customer received treatment in the form of an insulin drip, intravenously delivered fluids and insulin delivered via insulin pens. The customer was released from the hospital the following day.